Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. A patient called technical services regarding scale reading error and long drain times on the cycler. The technical service representative reviewed the patient¿s treatment records. During cycle one the patient drained 5008 ml, which was 238% of the patient¿s largest fill volume of 2106 ml. During cycle four the patient drained 4456 ml, which was 212% of the patient¿s largest fill volume of 2106 ml. Upon discovery of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with their treatment without the cycler. Follow up with the patient¿s nurse verified that the patient did not experience any injury or require medical intervention as a result of the issue. The patient received a replacement cycler and was able to complete peritoneal dialysis therapy without complication.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. The reported symptom ¿iipv (dv>200% of fv)¿ was not confirmed. A simulated treatment was performed and completed without any failures. The cycler weighed fill volume values were within tolerance. The system air leak and valve actuation tests passed. The patient sensor calibration check passed. The load cell verification was within tolerance. An internal visual inspection was performed with no discrepancies encountered. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.